Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021; further described as "within the last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked at the connection with a dianeal solution bag. This was observed during priming of the device for peritoneal dialysis therapy. There were no damage noticed on the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.